Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and the next month the patient experienced another sudden cardiac event. Approximately two months after the first onset of the sudden cardiac events the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.